Event description:
The surgeon reported that there was no u/s oscillation during the tuning test. The system displayed "tuned". The surgeon could not start surgery and the case was cancelled. No patient injury reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the u/s pcb was not working. The u/s pcb was replaced and will be sent for in house testing. The system was then tested, and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.